Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator (sn#:(B)(4)) found no significant anomaly. Analysis determined that the implantable neurostimulator (ins) is functional; however the battery is not in new condition. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was coded in error. Replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# unknown, product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp, reporting that the patient's ins depleted early. The hcp reported that the patient's ins was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was explanted on (B)(6) 2017. The hcp planned on sending the ins to the manufacturer for analysis because they thought that the ins may have depleted prematurely. No further complications are anticipated.